Manufacturer narrative:
Evaluation summary 1. Process inspection records of lot#52385 was conducted. Upon review of the records all products at the time of production were shown to be qualified and met internal bond force standards of 40n(iso requires minimum bond force of 34n). 2. Qc report for lot#52385 was reviewed, 20 pcs of product were tested and all qualified according to 34n standard requirements. 3. Trend analysis was conducted from 2019 to 2021 and there were no relevant complaints that might indicate a complaint trend across lots or within lot#52385. 4. 20pcs samples from 100pcs of reserved samples to test the bonding strength between hub and needle tube, the destructive force value data is between (B)(4). The bonding force of 20pcs samples are all greater than the standard 34n. Conclusion: no malfunction was detected upon review or process inspection records and lot 52385 qc report, trend analysis, and retained lot testing.

Event description:
Moderna covid vaccine treatment under emergency use authorization(eua): covid-19 vaccine on (B)(6) 2021 we had event in the use of fliplock safety syringes (mhc medical products) item 822331, lot 52385. Syringe detached from needle during administration of vaccine dose to staff recipient 09:04. - the information provided does not indicate whether the needle detached from the cannula hub or the safety syringe needle detached entirely from the barrel. - no contact information was provided to gain more information on the event.